Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d4, d5, d9, e3, g2, g6, h2, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-oct-2022 to 30-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue occurred due to some corrupted files. The technical support specialist ran system configuration, which resolved the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis medstation es system had an intermittent connection issue during cases. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that they had an intermittent connection issue due to software failure. A technical support specialist fixed the corrupted file to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had an intermittent connection issue during cases. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.